Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level of 398 mg/dl. Multiple boluses were delivered (approximately 60 units) to address the high bg. The customer was hospitalized and was treated. The customer did not recall the type of treatment received at the hospital. The customer was discharged the next day and the bg was at target level. The customer could not provide any further details about the event.